Event description:
It was reported that the patient was implanted in (B)(6) and stim was working great until all of a sudden about 2 weeks ago, he had a return of symptoms and was getting up 7-8x per night like the old days. It was noted stim was working and was not painfull. About 3 weeks ago, the patient was rear ended in his new car. The patient did not follow up with follow up doctor. The patient was currently on program 2 and was at 3.5. The patient increased to 3.9 with stim going down his leg. The patient changed program to 3 and was currently on 2.5 and was feeling stim comfortable and planned to continue to track his symptoms. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # va0938w, implanted: (B)(6) 2013, product type lead. (B)(4).